Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation: enlarged lymph nodes.

Event description:
Patient reported a left side exchange from textured to smooth implants due to the patients concerns with the product and "enlarged lymph nodes". Device remains implanted.

Event description:
Patient reported, left side exchange from textured to smooth implants, due to the patients concerns with the product. And "enlarged lymph nodes". The device has been explanted.

Event description:
Patient reported a left side exchange from textured to smooth implants due to the patients concerns with the product and "enlarged lymph nodes". The device has been explanted.